Event description:
It was reported that the system with a pacemaker and this right ventricular (rv) lead recorded artifact noise that has been over sensed. The noise appears to be of myopotential origin as the right atrial channel is clean. The rv lead pace impedance trend the last year has been stable and within range. The oversensing has caused pacing inhibition without asystole due to patient's intrinsic escape rhythm. The pacemaker and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).